Event description:
It was reported that the patient experienced twiddler's syndrome. The right atrial lead exhibited increased impedance, sensing and capture thresholds due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. (B)(4).